Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm in diameter infrarenal abdominal aortic aneurysm. The proximal aortic neck was 23 mm in diameter and 12 mm in length. The right iliac artery was 8 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 8 mm in diameter. There was no presence of circumferential thrombus or calcification. It was reported that the patient was in for their 6 month follow up appointment and a CT with contrast showed that the aneurysm was 50 mm in diameter. The patient developed sepsis and was hospitalized and treated. They saw some peri-aortic bubbles around the stent graft and suspected connection between duodenum and aorta that could explain this sepsis. However, it is still not confirmed. Patient has been sent to another hospital for surgery. The investigator assessment has not been completed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (renal insufficiency, conversion to surgical repair). Conclusion: known inherent risk of a procedure (renal insufficiency, conversion to surgical repair).

Event description:
The date that the device was explanted was received. The implantation of a dacron prosthesis impregnated by silver because very strong suspicion of localized infection due to digestive contamination was done. Also, that same day it was reported that the patient experienced renal failure after the secondary intervention requiring dialysis. The investigator assessment states that the event is not related to the device or the procedure; however it is related to the aneurysm.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (infection); (lack of information, cause of event is unknown). Conclusions: (lack of information, cause of event is unknown).

Event description:
It was reported that the patient had an aorto-duodenal fistula that was treated with the patient being surgically converted and the endurant stent graft was explanted and a silver surgical graft was implanted. This procedure has been apparently complicated by a renal insufficiency/failure. The investigator assessment states that the event is not related to the device or the procedure; however it is related to the aneurysm.